Event description:
User facility reports the following: port had been implanted in 2000, in 2002 a venogram showed extravasation through catheter. The catheter had cracks. The port and catheter were explanted.